Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of evaluation.

Event description:
It was reported that multiple cartridge alarms (alarm 1, 5, and 6) occurred. Multiple cartridge alarms (alarm 1) occurred during basal deliveries with multiple cartridges. Reportedly, the customer had followed the prompts during the load sequence at the time of the alarm 5 and the pump was not outside of the allowable operating altitude range at the time of the alarm 6. A new cartridge was successfully loaded to address the events and continued to use the pump for insulin therapy. The customer's blood glucose level was in the 100s mg/dl.